Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. The device was evaluated by the field service engineer (fse) and confirmed the reported issue and replaced the power switch overlay to address the reported issue and the device is now running properly.

Event description:
The customer reported a faulty led indicator. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd by MFR :11oct2019 date of report : 14oct2019. The power led switch panel was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, the reported problem was unable to be duplicated, and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a faulty led indicator. There was no patient or user harm reported.